Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) inspected the unit on customer site and confirmed the blank screen issue. Fss found the problem to be the faulty compact liquid crystal display (lcd) assembly; therefore, he replaced the lcd display assembly, which resolved the issue. Fss performed the field service checklist, which the system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the system was powered up, blank/black screen occurred with the sovereign compact console after booting. There was no patient involvement reported.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact sovereign system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.